Event description:
The advocate stated her husband was feeling dizzy and tired. At approximately 12:33pm, his blood glucose was tested on the contour next ez and the reading was 417mg/dl. He was blinking his eyes, shaking his head and quivering. At approximately 12:55pm, the paramedics were called. They tested his blood glucose on their meter and it was 452mg/dl. He was given medication that could have been saliine and levemir drip. Advocate was not certain. At 1:30pm in the hospital he was diagnosed with ketoacidosis due to a blood glucose reading of 1887mg/dl from the lab. He received treatment but specifics were not provided. He was discharged from the hospital after two days. Strips were not expected to be returned for investigation. A new meter was sent to the customer.